Event description:
I experienced an onset of severe headaches, which I have associated with the MRI that I had on thursday, (B)(6) 2020. My headaches began the next morning, on (B)(6) 2020. At first it came on with a dull intensity and then centered in my right temporal region. It subsided as of wednesday, (B)(6) 2020, as of this evening. The results have not been disclosed to the specialists, yet (to my knowledge. FDA safety report ID# (B)(4).